Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to the dissociation in vivo between the metaphysis and the stem.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.